Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion into the patient, no urine was released when checking for urine flow. An ultrasound confirmed that the foley catheter was inserted in the bladder.

Event description:
It was reported that immediately after insertion into the patient, no urine was released when checking for urine flow. An ultrasound confirmed that the foley catheter was inserted in the bladder.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Pfmea ra87p052 rev 10 (ic lubricious coating) was reviewed for this investigation. The reported event is addressed in step/item #2. A potential root cause for this failure mode could be wrong duration setting on air purging that cause blocked drainage lumen/drainage eye occlusion. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.